Event description:
During surgery to repair a femur fracture the pt was on the jackson orthopedic table and the traction unit broke allowing the pt to slide off the table. Device failed and stopped working.

Manufacturer narrative:
Review of returned part shows the device failed at the flange weldment. Unable to determine exact cause of failure due to unit appears to have material handling problems. The weld failure could have been attributed to material handling or it could have failed due to processing; however, our records show the unit has been in use at the facility for three years. We will continue to monitor this failure type.